Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Product was provided for evaluation. An external visual inspection was performed and passed. A voltage test was performed and failed at 0 vdc. No data was available in the share log. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.